Event description:
On (B)(6) 2018, (B)(6) year old male underwent right lower extremity angiogram with runoff vessel study and balloon angioplasty of the right popliteal artery for peripheral arterial disease, multiple arteries in lower extremities. On (B)(6) 2018 patient underwent arterial duplex scan of the lower extremity performed. They suspected retained foreign body in the right external iliac, common femoral, and proximal superficial femoral artery. On (B)(6) 2018 patient underwent right extremity angiogram, pta right femoral-popliteal vascular territory and ultrasound guided vascular access, to attempt to remove the retained object but was unsuccessful. Referred to a vascular surgeon. Dates of use: (B)(6) 2018. Diagnosis or reason for use: peripheral arterial disease arteries in lower extremities.